Event description:
It was reported that this recently implanted right ventricular (rv) defibrillation lead exhibited loss of capture at the pre-discharge check, however normal impedance and r-wave measurements were observed. It was noted that all lead parameters were stable at implant and within normal limits before and after it was connected to the other manufacturer's implantable cardioverter defibrillator (ICD). Fluoroscopic imaging confirmed there was no lead dislodgement. The day after implant, this rv lead was explanted and replaced successfully. It was noted that during the lead revision procedure, the rv lead was tested with a pacing system analyzer (psa) and, again, there was normal sensing and pace impedance measurements with no capture. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than a cut/cuts in the outer insulation, likely due to explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of failure-to-capture.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this recently implanted right ventricular (rv) defibrillation lead exhibited loss of capture at the pre-discharge check, however normal impedance and r-wave measurements were observed. It was noted that all lead parameters were stable at implant and within normal limits before and after it was connected to the other manufacturer's implantable cardioverter defibrillator (ICD). Fluoroscopic imaging confirmed there was no lead dislodgement. The day after implant, this rv lead was explanted and replaced successfully. It was noted that during the lead revision procedure, the rv lead was tested with a pacing system analyzer (psa) and, again, there was normal sensing and pace impedance measurements with no capture. No additional adverse patient effects were reported.